Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient could not get the recharger to connect to the implantable neurostimulator. The patient tried repositioning the antenna and turning the dial on the recharging antenna, but the patient was still getting the reposition antenna screen on the recharger. This had been occurring since (B)(6) 2019. The patient indicated that it had been a little bit since the last time that they were able to successfully recharge their implantable neurostimulator. The patient noted that the reason for not charging was because of so many other issues going on which are not related to the device or therapy. The patient was also not able to connect to the patient programmer as the patient programmer screen was blank despite having changed the batteries with new batteries. The patient was redirected to her health care professional for additional troubleshooting. Additional information was received from a health care professional regarding the patient on 2019-oct-11. It was reported that the patient saw a manufacturer representative who could not resuscitate the battery. An x-ray was taken of the leads as an action/intervention to try and resolve the inability to connect to or recharge the implantable neurostimulator. The patient will be scheduled for a battery replacement. There were no further complications reported or anticipated.